Event description:
The report received indicated that during an elective procedure, a 2.5x23mm cypher stent failed to cross a calcified and mild to moderately tortuous lesion in the rca. When the physician attempted to pull the cypher back into the guiding catheter (6fr jr4 medtronic) he felt resistance at that point that the system was removed from out of the pt. The physician was unable to pull back the device in the guiding catheter as resistance was felt. The stent was on the balloon catheter when removed . It along with the guiding catheter were removed as a single unit. Once the stent came out the physician noticed there was a frayed at the proximal part of the stent. The lesion was pre-dilated with a 2.5x15 voyager balloon.

Manufacturer narrative:
This device is available for testing and evaluation, but the engineering report is not available as of this writing. Additional info received will be submitted within 30 days upon receipt.